Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer stated bracket on head section is bent. The latch on the side of the bed should be flat but is bent, causing the bed to be unable to raise and lower as far as it should. MDR filed.